Event description:
The customer reported the device passed opcheck but was still showing a calibration recommended message in battery compartment a. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.